Event description:
As reported, during testing of this fogarty embolectomy catheter, an air leakage from the balloon was noticed. When testing again, the balloon burst. There was no allegation of patient injury. The device was received for evaluation and the spring tip wire was visible. Patient demographics unable to be obtained.

Manufacturer narrative:
One fogarty arterial embolectomy catheter was received for a evaluation. The report of "leakage from the balloon" was confirmed. Balloon was found to be ruptured at the central area. The balloon edges appeared to match at the ruptured region. Spring tip wire was visible. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process a the units go through balloon and winding inspection process. As per the instructions for use (IFU) "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.